Event description:
Caller reported that the pump battery would not charge, and no power source alert was received. There was no adverse impact on the customer's blood glucose level due to the charging issue. The customer was informed not to use third-party cables and was instructed to try different outlets and adapters without success. Technical support decided to replace the pump, and the customer was advised to return the malfunctioning pump with a pre-paid label within 10 days after placing it into storage mode. The pump was still under warranty, and the customer planned to use the current pump as backup therapy.